Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. H6: component codes: mechanical (g04) - drill. Visual examination of the returned product identified the end of the cutting feature has fractured and the cutting edges are dull and damaged. Wear and tear is seen that indicates repeated use during a potential field age greater than 3 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to ream the patient's femoral head, the tip of the instrument fractured inside the patient's femoral head. The surgeon was able to remove the tip of the instrument from the patient's bone. The surgeon was able to continue the surgery with no additional complications. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.